Manufacturer narrative:
This product is not marketed in the u.s. (B)(4).

Event description:
The reporter stated that the surgeon implanted a 12.6 mm vticmo12.6, -11.0/+1.0/150 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2013. On (B)(6) 2017 the lens was explanted. The surgeon reports lens opacity ns. Reportedly, phaco-emulsification (cataract surgery) and iol implantation was performed. The surgeon states "cataract surgery performed. Icl removed due to cataract. Now perfect vision."

Manufacturer narrative:
Device evaluation: product evaluation found the lens returned dry in a micro centrifuge vial with residue on lens. Visual inspection found no visible damage and residue on lens. (B)(4)